Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following architect clin chem total bilirubin assay results on samples from adult patients tested on an architect c8000 analyzer (results are in units of umol/l): (B)(6). The assay package normal reference range for this assay is 3.4-20.5 umol/l. Corrected reports were issued. There is no impact to patient management reported.

Manufacturer narrative:
During troubleshooting of the issue, abbott customer service found issues with the analyzer's wash cup volumes being lower than specified, an obstructed cuvette washer probe and contaminated mixer wash cups. These issues were corrected with the customer also beginning to use a new lot of total bilirubin reagent. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There have been no non-conformances or deviations identified as similar to the current event. A review of the customer's architect system instrument logs was performed. The customer used the same lot of total bilirubin reagent, lot 49985uq08 previously without issues. Upon installation of total bilirubin cartridge serial number (B)(4) on 10-march-2017, suspect patient results were immediately generated. The customer ran quality control (qc) samples on the kit after patients were analyzed. The qc was lower than expected; however, samples continued to be analyzed. The customer recalibrated the assay but the qc was still lower than expected. The customer installed another total bilirubin reagent lot (50102uq08) and after calibration, the qc results were again similar to those produced before the suspect cartridge was installed. The customer continued to run this new lot without issue. A review of the analyzer's reaction graphs indicates that an insufficient amount of reagent (r2) was added to the cuvettes for the final color development. Many liquid level sense errors were also found. All indications point to bubbles in the suspect reagent pack as the most likely cause of the customer issue. The architect clinical chemistry total bilirubin assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as no objective evidence of use error was identified. Bubbles are the most likely cause based on the labeling and log review analysis. However, no systemic issue or product deficiency was identified.